Event description:
It was reported that during vkb surgery, the screw broke during insertion into the femoral drill channel. The broken piece was removed with tweezers. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72204391 6x20mm biosure regenesorb screw was used for treatment but was not returned for evaluation. Instruction for use (IFU) contains precautionary statements and recommendations for proper use of product. Due to product unavailability investigation was limited. If further information becomes available, the complaint may be revisited. Factors that might affect device performance include: device ability, surgical ability, procedure location and tissue and patient condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Adherence to the IFU recommendations. 2. Use of other than recommended prep instrument size or types. 3. Getting entangled with other instruments or devices. 4. Stripping or over-torque. 5. Damaged prep instruments. 6. Unexpected bone density/condition. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Per IFU 10601221: ¿use of a driver other than the appropriate biosure driver may result in breakage of the screw. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly. Inspect to confirm that the interference screw is fully seated onto the driver prior to insertion. If the interference screw is not properly seated on the driver, damage to or breakage of the screw may result. Failure to fully seat the screw may result in breakage of the screw. The biosure tap is recommended for use with bone-tendon-bone grafts prior to inserting the interference screw. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.